Manufacturer narrative:
Device analysis <(>&<)> investigation: product was received (B)(6) 2011. Visual inspection on (B)(6) 2011 found 1 sample was returned inside a zip-lock container containing pieces provided by the customer. Product was returned in the original box with sample and with IFU still inside box. Visual inspection of returned device confirmed evidence of use with visible signs of char material around bur head on outer tube. Sample was then delivered to failure analysis lab for decontamination and further analysis. Failure analysis lab analysis found no conclusive evidence to suggest reported malfunction was due to manufacturing error. Results of quality engineer investigation found no conclusive evidence to suggest root cause of malfunction was due to manufacturing or use error. No further action is required at this time.

Event description:
It was reported by a health care professional (hcp) that a microdebrider with a bur was used to open the right frontal sinus floor across the midline to the left side after a portion of the upper septum had been removed. The hcp is quoted "the drill was used for about 3-4 minutes trying not to put any significant torque on it. The burr then stopped rotating so I figured it was jammed and took it out of the nose. As I was taking it out of the nose, I noticed burn marks along the turbinate's laterally and the septum medially where the more vertical segment of the shaft was touching. I then took the entire shaft out of the nose and noticed a burn along the inferior right nostril and adjacent skin over a distance of approximately 1 cm where the shaft was resting. When I felt the shaft it was very hot to the point where I could not really touch it. "Current status of patient: it is quoted by the hcp "I am hoping the burn on the inferior nostril is superficial; I am having the patient apply some polysporin to it. She lives a considerable distance away so will have her local otolaryngologist assess it in 1-2 weeks." A hcp indicates there was no difficulty loading the bur initially, 2 other burs were used to complete the case with no further incident, and there was no delay in surgery. Multiple attempts to gather more information were unsuccessful. The microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. Sinus indications include septoplasty, removal of septal spurs, polypectomy, antrostomy, ethmoidectomy/sphenoethmoidectomy, frontal sinus trephination and irrigation, frontal sinus drill out, endoscopic dcr, transsphenoidal procedures, maxillary sinus polypectomy, circumferential maxillary antrostomy, choanal atresia, sphenoidectomy, and medial, lateral, and posterior frontal sinusotomy. Warnings included with the device: use adequate irrigation from a separate user-provided irrigating source. The use of an accessory without irrigation may cause an inordinate amount of heat buildup resulting in thermal injury to tissue. Always inspect the components before and after use for any damage. If damage is observed, do not use damaged part until it is replaced. Damaged parts may deposit metal shavings on surgical site. Excessive pressure applied to bur may cause bur fracture.

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. (B)(4) - burn, device operates differently than expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.